Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and connector issue is noted. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
The lead was returned with no complaints and has tested out of specifications.